Manufacturer narrative:
Visual inspection noted that the distal tip of the screwdriver had become twisted. No other anomalies were identified during evaluation of the device. A review of the device history record for the quick connect t27 poly screwdriver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the quick connect t27 poly screwdriver was conducted on the specific product code from this complaint as the product family does not exist for this instrument. It was noted that there were no related complaints associated with screwdriver tips becoming twisted. Originally, it was reported that the driver¿s handle was broken. However, upon visual verification of the screwdriver it was noted that the distal tip had become twisted. In this complaint there was no harm to the patient nor was there any surgical delay or inability to complete the procedure. Review of complaints found no significant trends. The root cause of the quick connect t27 poly screwdriver¿s distal tip becoming twisted cannot positively be determined. However, the noted damage suggests that the distal tip of the screwdriver became subjected to a higher than anticipated load during tightening resulting in the distal tip to become twisted. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
International affiliate had initially reported that the tip of the polyaxial driver¿s handle was broken when the surgeon inserted sacral alar iliac (sai) screws during the surgery. Reported another device was used to complete the case. However, the affiliate, when asked to confirm handle breakage, provided a photo which shows the damage was to the distal driver tip of the instrument and not to the handle. The difficulty did not result in any adverse consequences to the patient and there was no significant delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.